Event description:
It was reported that one screw was missing from the lead kit.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.